Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device has procedural debris on and around the active tip and ceramic. The ceramic is littered with scratch marks, indicating contact with a metal cannula or another instrument during use. The suction ports appear to be blocked with debris. There is procedural debris within the suction tube, indicating it was operational at some point. Further investigation revealed the blockage was located at the glow cavity section in the valve piston. It is possible this is due to the flow valve not being fully opened during ablation and not allowing debris from the procedure to pass through the valve. A supplier had opened a CAPA to address the suction problem with these devices. The root cause was determined to be misuse; the IFU states that the electrode should bot be activated for prolonged periods with the control valve set to a low flow rate. It may cause an increased tendency to clog. Additionally, there was inadequate instruction for operator assembly during packaging. This lot has been manufactured after the CAPA¿s changes were implemented so it can be attributed to a user error. A device history review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported on a shoulder procedure the vapr tripolar 90 degree suction electrode suction would not work at the start of the case. The procedure was completed using a like device using the same generator. There was no patient consequence or surgical delay. This is report 1 of 1 for (B)(4).